Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead exhibited no capture, and the rv lead was noted to have perforated the septum. This lead was not used, and the physician completed the procedure using another rv lead. There were no patient consequences reported.